Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was 180 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.